Event description:
It was reported the pt was kept in the hospital overnight after implant per standard procedure. Ther pt was released on (B)(6) 2012. The next day, it was reported the pt was unable to feel his legs. The pt went to the emergency room, where the system was explanted. A hematoma was discovered in the epidural space, and was evacuated. It was reported the pt was placed on steroids and was admitted to ICU for neurologic eval. The pt had regained some sensation in his legs.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.